Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said at night she is still not where she would like to be. Patient said all last week was kind of iffy and this week has not been a good week. Patient said she currently is not getting a 50% reduction in her symptoms. Patient said sunday night and monday night were not good nights experienced loss of effect. Patient said she has increased stim in the past and it helped a little bit. Patient said on sunday she had a fall and is wondering if they did something . Patient said the doctor has not talked to her about when to change programs. During the call patient started on program 3 then changed to 4 and increased stim but was not feeling anything so she went to program 1. Patient was able to increase stim on program 1 to a comfortable level. The patient was redirected to hcp to check the device. Additional information was received from a consumer indicating that an x-ray was performed on march 2nd, and it showed a little bit of movement in one place. When asked for the actions taken, the patient indicated that the physician¿s assistant changed their program to 7 at 1.1 on march 2nd. The patient noted they were still leaking some at night. No further complications were reported.

Event description:
Additional information was received from a consumer. It was reported that the device is still in the patient and she is doing well now. The patient is using a pad at night and sometimes she is able to make it without wetting. She is still getting up 4 or 5 times at night. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# va241ja, implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va241ja implanted: (B)(6)2020 product type lead ubd: (B)(6)2023 UDI#:(B)(4) device code (B)(4) no longer applies for the ins, but does for the lead.

Event description:
Additional information was received from a consumer: the pa took the x-ray, and patient didn't have further detains, didn't know which lead it was. Patient hasn't seen doctor since the day of surgery. The pa changed the device to 7.1 v, now up to 7.6 v, because during the daytime patient does pretty well, but during the night they have to get up at least 4 times and never make it to the restroom without starting to go, so they have to wear depends at night time. Patient has upcoming appointment (B)(6). Patient has had lack of relief and was depressed over this. The patient's bowel habits have changed since they got the device too. No further complications were reported.